Event description:
As reported via the edwards clinical specialist, post deployment of the first sapien valve it was observed via tee and angiogram that the patient had moderate central aortic insufficiency (ai). A 0.035 amplatz extra stiff wire was removed from the left ventricle to access but the leak did not improve. The patient was stable but had significant increase in mitral regurgitation from moderate baseline to severe. After approximately 15 minutes it was decided to prep a second sapien valve and perform valve in valve. Post deployment of the second valve the central ai was zero and there was trace paravalvular as noted via tee. Per the case summary, a 22 fr sheath was placed in the right groin without incident. Bav was performed with the edwards 20x3mm bav balloon. A 23mm sapien was prepped with 18 cc of contrast in atrion syringe. The first valve was positioned 50:50 and deployed. Tee assessment post deployment revealed significant (2 to 3+) central ai with worsening mr. The patient¿s blood pressure was stable at 150/60. The physicians removed the 0.035 amplatz extra stiff wire from the ventricle to observe any improvements in the central ai. Tee also revealed two pvl jets of mild to moderate degree. An aortagram was done and it was decided that a valve in valve would be performed. A second sapien valve was prepped and deployed slightly lower than the first sapien valve. Echo revealed no central ai and trace pvl. The patient remained stable throughout the procedure and the groins were perclosed.

Manufacturer narrative:
Echo and cine imagery is not available for review by edwards lifesciences. The position of the first valve post deployment was noted to be 70:30 aortic. During deployment inflation was held for more than 4 seconds as per the instructions in the physicians training manuals. There was no loss of pacing capture throughout the deployment. The image intensifier angle and coaxial alignment were noted to be good and the site ensured the alignment was correct prior to deployment of the first valve. The patient was noted to have no narrow stj (sinotubular junction), and no septal hypertrophy. The patient was noted with a severely calcified aortic annulus along with severe leaflet calcification. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak, central leak and malposition. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician's training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, in addition to procedural factors (ventilation not held during valve deployment, sub-optimal iia, coaxial alignment, and valve positioning) it is possible that patient factors of severe calcified annulus and calcified leaflets, could have contributed to the valve moving aortic causing a central leak. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.